Event description:
It was reported to philips that the device froze at the start screen. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.